Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered after a patient had been disconnected from treatment for peritoneal dialysis therapy. Leading up to the event, the patient ended therapy and the patient¿s contact disconnected the patient from their cycler to go to an appointment. The supplies were left untouched in the machine. When the contact returned home, they discovered fluid underneath pump a and pump b in the cassette door. The cause of the leak was unknown. There were no reported alarms that coincided with the leak. It was unknown during which phase of therapy the leak began. The technical support representative advised the contact to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse of the event. There was no patient injury or medical intervention resulting from the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. The cassette used at the time of the leak was no longer available for evaluation. Additional information was requested but was unavailable.